Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and experienced elevated levels of chromium and cobalt in blood. It is not known if a revision surgery has taken place yet.

Manufacturer narrative:
Investigation results were made available. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Review of event description: patient was implanted on unknown date and experienced elevated levels of chromium and cobalt in blood. It is unknown if a revision has taken place yet. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Claim: event description: occurrence of chromium and cobalt in the blood. Patient data: (B)(6), male, (B)(6) 1946. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: patient was implanted on unknown date and experienced elevated levels of chromium and cobalt in blood. It is unknown if a revision has taken place. The investigation did not identify a nonconformance or a complaint out of box (coob). Due to the lack of information, an investigation could not be carried out. Therefore, the reported elevated metal ion levels could not be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.